Event description:
Info received indicates when the head section is raised, the bed hi/low function will operate.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.